Event description:
Patients equipment previously received lubbing by medtronic rep, however patient is presenting with continued incidents of power switching. Patient's equipment will be removed for service and a warranty replacement will be submitted to medtronic. All equipment will be sent back for warranty return. Equipment taken out of service: hvad battery, hvad system controller and hvad ac adapter, ac adapter: (B)(4) old hvad system controller: (B)(4) hvad batteries: (B)(4) waist pack lot 1607324. FDA safety report ID# (B)(4).